Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104/203 - sd card fault ) was confirmed. Upon investigation, liquid contamination and corrosion was found on multiple components in the monitor. Corrosion was found on multiple components in the computer/analog board and on the jtag board. The cause of the reported failure was the contamination. The root cause of the contamination was ingress of an unknown substance. The root cause for the contamination was ingress of an unknown liquid. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed service codes 104 and 202 - sd card faults.